Manufacturer narrative:
Concomitant medical products: b. Braun secondary set. Although requested, device has not been received. A follow-up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that acetaminophen IV is too viscous to run reliably using the alaris standard primary/secondary set-up, even with vent cap deployed. The medication was hung using the standard procedure for glass bottle medications. The secondary set was lowered below the primary infusion bag (d5 1/2ns 1000ml) until all air was expelled from the set-up. The glass bottle medication was spiked using the nonbd secondary set and the vent cap was removed from the secondary set. The bottle was inverted and hung above the primary infusion using the included green hangar from the secondary set to lower the primary infusion (d5 1/2 ns 1000ml) below the level of the secondary infusion (ofirmev 1000mg, 10mg/ml). The secondary infusion was programmed into the alaris using the standard adult drug library for non-weight-based dosing of 1000mg. The ofirmev was noted to run initially without any issues, however, once the residual primary fluid in the secondary line was replaced with the more viscous ofirmev, the alaris pump began pumping primarily from the primary infusion (d5 ½ ns 1000ml) with an occasional drip from the secondary line (ofirmev 1000mg). The lines were double-checked for kinks and the primary and secondary infusions were checked for accuracy of level, however the problem persisted and the pump continued to pump mainly from the primary infusion. This was temporarily corrected by using a second green hanger from another nonbd secondary IV set to lower the primary infusion twice as low as typical. However, once the secondary infusion completed infusing this caused a large amount of air to enter the primary set and the pump gave off an ¿air-in-line¿ error until it was cleared. There was no report of harm.